Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xnyc, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient started experiencing shocking every 45 seconds on (B)(6) 2019. It was ¿located more in back area and not where they are supposed to normally feel the stimulation.¿ they were concerned that the lead may have moved out of place. Troubleshooting included assisting them to turn stimulation off, but the patient reported that they were still experiencing the shock and they were in pain, even with stimulation off. It was noted that they had already called their healthcare provider, who said they would reach out to the manufacturer representative, but the patient had not heard back yet. It was recommended that they follow up with any healthcare provider to check up on the area since they are having shock there with the ins off. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the shocking experienced and stimulation off was resolved.